Manufacturer narrative:
Corrected information in section b2 : the selection for other serious or important medical events has been removed, as there are no adverse events or outcomes associated with it.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to network connections. A technical support specialist resetted network interface card for device controller in network connections inorder to rectify the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system unable to configure storage space. The user confirmed that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this event.